Event description:
It was reported that pump displayed malfunction alarm code 12, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset it without recurrence of malfunction, was advised to continue using pump and to call back if malfunction code recurred, and confirmed understanding of these instructions.